Event description:
(B)(4).

Manufacturer narrative:
This report is being field under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use errors (use of incompatible component - sling) the device did not perform as intended. It was reported that during pt transfer with marisa device, the plastic life attachment clip on the sling was ripped from the sling. The sling that was used was not an arjohuntleigh product and the resident fell on the bed with no injuries. Review of similar previously reported incidents shows that there is one similar event with the marisa lift where the person was in risk during a transfer due using a competitor sling that was not validated by arjohuntleigh for this device. Compared to the amount of sold devices and in comparison to their daily use the trend observed for reportable complaints with this device is considered to be low and stable. From the information provided it appears most likely that either the sling was not correctly attached in accordance with the instructions, or that the sling was not checked before the use with a pt. According to instructions for use (IFU): "only use arjo supplied slings that are designed to be used with marisa" "warning: only use arjo supplied slings that are designed to be used with marisa. The sling profiles illustrated will help to identify the various arjo slings and fabric stretchers available." "Warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the pt's weight is gradually taken up." "Always ensure that the straps connecting the sling to the attachment clips are not twisted when the attachment clips are connected to the spreader bar. For maximum comfort ensure the sling is not twisted underneath the pt." We have not been able to find any contributing manufacturing anomalies. The lift device was up to the manufacturer specification when the event took place. The sling that was used was not produced by arjohuntleigh and was not validated by arjohuntleigh for use with the device. This is warned against in the lift device labeling. The root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the IFU instructions and safety warning as followed there will be no likeliness of pt or caregiver risk.